Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken connector. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken connector, the atrial connector was broken/cracked. It was additionally noted that the device failed its incoming test for over voltage measured current. All found defective parts were replaced and all other identified issues were resolved. The main board was repositioned and calibrated. The device then passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.